Manufacturer narrative:
A physical examination of the device found the basket retracted and the tip intact. The thumb ring was cracked and deformed. Approximately 5mm of the distal end of the side car rx was found torn and also presented pushback of approximately 11 mm. A functional evaluation of the device was performed by extending and retracting the basket with some resistance noted due to residue inside device. Although the physician used an alliance handle while trying to demonstrate detaching the tip outside the patient, the demonstration of using a ¿needle"' was not an accurate or appropriate simulation of a biliary stone. Therefore, the most probable root cause of "use / user error" is selected for the complaint.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx was used in the bile duct during a procedure performed on (B)(6) 2013. According to the complainant, after the procedure, the physician was explaining to the nurse the feature of tip detachment. A needle was placed inside the basket to demonstrate, and when the physician attempted to disengage the basket tip, the tip failed to detach. Additionally, an alliance handle was used to try and disengaged the tip. Reportedly there were no issue with the device when it was used during the procedure. The procedure was completed with this device and the device was inspected and tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of tip won't detach. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during a procedure performed on (B)(6) 2013. According to the complainant, after the procedure, the physician was explaining to the nurse the feature of tip detachment. A needle was placed inside the basket to demonstrate, and when the physician attempted to disengage the basket tip, the tip failed to detach. Additionally, an alliance handle was used to try and disengaged the tip. Reportedly there were no issue with the device when it was used during the procedure. The procedure was completed with this device and the device was inspected and tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.